Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 02/19/2014, however the correct date is 01/24/2014. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon doesn't use the toric incisions as he used it once in the beginning and his manual primary incision intersected with the toric incision and had to suture the incision. No patient information/date was provided. No additional information was provided.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h6 health effect - clinical code 4581: incorrect location or depth of laser cataract incision. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.